Event description:
Resident was being lifted from bed to wheelchair with a diana (body lift) and a arjo sling. Plastic piece on sling broke and resident fell approximately 4 feet to the floor. Resident passed away in 2007.